Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of leakage.

Event description:
It was reported that the 21 g x .75 in bd vacutainer® winged safety push button blood collection set had a leakage in the tubing during use. No injury or medical intervention reported.